Event description:
Foley catheter was ordered to be removed and the balloon would not deflate. Patient required surgical intervention to have the catheter removed. Carotid stenosis requiring surgical intervention with placement of foley catheter. FDA safety report ID# (B)(4).